Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had stored episodes of atrial tachy response (atr) and pacemaker mediated tachycardia (pmt). Technical services (ts) analyzed device episode data and found that both were inappropriate due to oversensing of the ventricular r-wave by the right atrial (ra) lead. During the pmt episodes, the pmt algorithm ended the episode. Intrinsic atrial amplitude was found to be low at 0.3mv. No adverse patient effects were reported. Currently, this crt-d system remains in service.